Event description:
The customer reported that the system did not boot up and there was a problem with the image quality.

Manufacturer narrative:
(B)(4). The ge service rep troubleshot the system and determined there was an issue with the ps1 power supply. Ge oec obsoleted that part, so the customer had to obtain the power supply and repair the table. The ge service rep troubleshot the image quality issue, and adjusted the image quality to manufacturers specs. The system functions as intended.